Manufacturer narrative:
Date of event: exact date unknown, event occurred last 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty keeping the ipg charged and ipg was no longer holding a charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure for MRI compatible one and was doing well postoperatively. The explanted ipg was not returned per hospital policy.